Manufacturer narrative:
The sample was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units involving one patient. This is the third of three reports. Refer to 9611594-2017-00040 for the first report. Refer to 9611594-2017-00041 for the second report. It was reported by the caregiver that; the patient was taken to the hospital three times due to the jejunal portion of the transgastric-jejunal mickey feeding tube migrating back into the stomach. The caregiver stated, the tube was replaced on (B)(6) 2017. The caregiver stated in each instance a fluoroscopy was performed and the same size tube was placed. The caregiver stated the patient experienced emesis regularly and had a "flare up" the previous week and was in the hospital to address the issue. The patient was sent home once the medical "flare up" was managed, but is currently experiencing issues with the tube. The patient receives nutrition through the jejunal portion of the tube and has lost 10-12 pounds recently. The caregiver stated the patient is currently taking miralax daily, with no changes in the formula. The balloon is filled with 8 ml of sterile water. No additional information was provided.